Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to damage caused by the monitor falling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image from serial digital interface (sdi) port and fan error is intermittently showing on the monitor. One connector on the circuit board was found broken. The wall mount was broken. The rear cover was broken. Screws were missing on the rear cover. The fan did not work. The bezel was damaged. It was reported that the monitor was non-repairable and it was recommended to upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the high-definition lcd monitor fell due to trolley having wheel issues. Inspection and testing of the returned device found no image from serial digital interface (sdi) port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.